Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error when the insulin pump was being programmed. The drive support cap appeared normal and recessed. The insulin pump was not exposed to a strong magnetic field. The insulin pump could not be rewound due to a motor error alarm. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify e70 alarm due to motor error alarms. Device received with cracked belt clip slot and cracked reservoir tube lip.